Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The customer's blood glucose reading was unknown at the time of incident. The customer indicated that this was a past event and they changed out the reservoir which resolved the issue. Customer was advised to call back if further questions. No further assistance was necessary.